Event description:
In 2009, the lay user/patient contacted lifescan (lfs), alleging that this one touch ultra meter was prompting a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the battery indicator began to appear on the afternoon of the event in 2009. The cca noted that the patient manages his diabetes with oral medications. The patient denied making any changes to his diabetes regiment as a result of the alleged issue. A couple of days after the alleged issue began, the patient claimed he began to feel "jittery," a symptom he associated with a low glucose. At the onset of symptoms, the patient stated he tested his son's meter and obtained a result in the "50 mg/dl" range and then treated self with food and/or drink. At the time of troubleshooting, the cca noted that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the patient. This complaint is being reported, because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.